Manufacturer narrative:
Concluison changed as repaired was done.

Manufacturer narrative:
(B)(6). Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that the ed was performing maintenance on a network component of the data warehouse which triggered the central station to reboot resulting in the known 2018 adt reboot issue. There was no patient incident.